Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. Visual inspection of the customer submitted photo showed contamination on the device tip as well as extensive erosion of the device tip. There was a relationship between the subject device and the reported event. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found the statement "excessive wear of electrodes may result from vigorous use against bony surfaces". A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: ¿1) using the wand above default output settings 2) pressing the tip against hard or bony surfaces¿ no containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows pieces off the electrode are detached. No manufacturing abnormalities. During functional testing the device was plugged into the controller and registered settings (1,6). The wand was able to generate plasma as intended with the piece of electrode that remained on wand. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Per report, all the fragments were retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include: 1) using the wand above default output settings. 2) pressing the tip against hard or bony surfaces. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during surgery, the tip of the bevel wand disintegrated causing small parts to break off in the patient's joint. The device worked in the preset setting but it would not work with a continuous activation, only pulsed. All fragments were removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, the tip of the bevel disintegrated causing small parts to broke off in the patient's joint. The device worked in the preset setting but it could not work with a continuous activation, only pulsed. All fragments were removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.